Event description:
It was reported that after the ventilator was fully charged. It was shut down in three hrs by its internal battery. Additional info: time between low battery and the unit shut down was almost instant. Please note that there was no pt involved in the incident.